Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had low blood glucose level. Customer's blood glucose level was 44 mg/dl. The customer's wife declined the troubleshooting for low blood glucose and high blood glucose level. Customer treated their low blood glucose by eat. The customer will not return the device for analysis.